Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. Additional information from the customer states that the event occurred during set up, the patient was not in room when the event occurred. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the repair department did not reproduce the indicated phenomenon (from the attached document on the etq evaluation tab). It is probable that the video processor could not communicate with the video processor due to dirt or foreign matter adhering to the electrical contacts of the video connector, and the image was temporarily not displayed. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. The unit passed all functional and leak tests. No problem was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use for a diagnostic procedure, the autoclavable camera head had no image. No patient harm reported.